Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the lad with 90% stenosis but the stent could not pass the lesion. The physician used other device to complete the procedure. The lesion was pre-dilated and 10% stenosis remained after pre-dilation. No abnormality noted in the inspection before using. No resistance was noted at the lesion. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th and 9th distal segments have raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology ¿ 90% stenosis and severe calcification). (Deformation problem). (B)(4).